Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "caller states while performing a CT or cta with the pressure set at 250 or 300 the med rad is reaching the max pressure with the powerloc which is causing the rate to decrease. The med rad is set to automatically decrease if the max pressure is met for safety reasons." Additional info. Received 04/13/2022: high pressure limits on medrad injector (stellant) while performing a angio exam at 4.5 ml a sec at 325 psi limit. This has been consistently happening at low and high rates of injects.